Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had difficulty in removing the water from the foley catheter balloon. The patient was complaining of fullness in the bladder and allegedly bypassed onto the bed. The nurse tried to remove the water from the foley catheter balloon, however, a minimal of 1 to 2cc was expelled but not completely drained. The primary nurse had tried to flush the foley catheter with 10cc with no success. The complainant allegedly flushed the foley catheter with 20cc of normal saline and the patient had drained 190cc out of the foley catheter (160 of urine). The complainant had re-clamped the foley catheter to try and flush the foley catheter again and the patient felt an alleged ¿pop¿ in the bladder with some pain. The complainant was unable to remove the foley catheter. The patient voided 250cc into the urinal with some small orange sediment. The small piece of the silicone from the balloon at the tip of the foley catheter. The patient required cystoscopy to remove the piece from the bladder.